Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14504914.

Event description:
It was reported that the ipg was causing pain to the patient. All components were explanted and discarded per hospital policy.